Event description:
Heparin premix dripping through IV pump chamber. - pump set at 20 cc/hr. Full 500 cc bag started at 2100. At 2345 - 100 cc remains in IV bag. Tubing placed correctly in pump. Pump says 58 cc's infused. Infusion discontinued.